Event description:
A customer called beckman coulter regarding 2 erroneously low digoxin test results from 2 different pts that were generated by the access 2 instrument. Pt 1 had a digoxin result of >0.03ng/ml and pt 2 had a digoxin result of >0.0ng/ml. The low resuts were questioned by the physician and the physician requested the digoxin tests be repeated. The repeated digoxin result for pt 1 was 1.5ng/ml. The repeated digoxin result for pt 2 was 1.4ng/nl. The custoemr did not provide any additional pt history info. The customer did not receive any report of pt injury requiring medicla intervention or change to pt treatment that can be attributed to this event.